Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent bso and tah due to sui and pop.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency and urinary tract infection. It was reported that the patient underwent a surgical procedure on (B)(6) 2006 , tvto was implanted concurrently with lysis of adhesions.

Manufacturer narrative:
Date sent to the FDA: 3/11/2014.concurrent surgical procedure: hysterectomy.